Event description:
It was reported from the us that during an orthopedic surgery the 36 tip liner impactor used as secondary impactor acetabular cup and broke. It shattered into 2 pieces and both pieces were retrieved immediately. It did not lead to injury of a patient or user and no parts of a broken device/device fragments were left in the patient. It is unclear if the sales representative mistakenly reported the ¿acetabular cup¿ instead of ¿acetabular liner¿ in the experience report, or if the device fractured while attempting to implant the acetabular cup. Multiple attempts were made to receive additional information and device return status, and no other information was provided. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event or patient.

Manufacturer narrative:
(B)(4). Device not available for evaluation. Eng eval completed by (B)(4) on 2020.05.15. It is unclear if the sales representative mistakenly reported the ¿acetabular cup¿ instead of ¿acetabular liner¿ in the experience report, or if the device fractured while attempting to implant the acetabular cup. Multiple attempts were made to receive additional information and device return status, and no other information was provided. Design-related issues: the design of the novation liner driver head has been in the field since 2005. Exactech is aware of 4 other complaint reports involving broken liner driver heads since its introduction. However, the devices in the (B)(4) other complaint reports did not fracture in a similar way. The frequency of occurrence ranking scale is very low. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2015. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The broken instrument reported may have been the result of crack initiation, propagation, and ultimate fracture, likely due to abnormal or aggressive use inconsistent with the intended use of this device. However, this cannot be confirmed as the device was not returned for evaluation and no other information was provided. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The device shattered into 2 pieces and both pieces were retrieved immediately. It did not lead to injury of a patient or user and no parts of a broken device/device fragments were left in the patient. An investigation was conducted; the broken instrument reported may have been the result of crack initiation, propagation, and ultimate fracture, likely due to abnormal or aggressive use inconsistent with the intended use of this device. However, this cannot be confirmed as the device was not returned for evaluation and no other information was provided.